Event description:
"It was reported that the balloon on the trocar was inflated and then ruptured. No pt injury resulted. This kii blunt trocar is manufactured by applied medical and is a component within a customer procedural pack. We have had no other similar incidents reported for this component in the past year. The sample was returned and the balloon rupture was confirmed. The sample is being sent to applied medical for review investigation, and determination of the need for any corrective action."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.